Manufacturer narrative:
Findings: pump received with a severely cracked and bleeding lcd glass. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test and unable to verify blank display due to lcd damage. Pump received with minor scratched lcd window, cracked belt clip slot and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the battery has been out of the insulin pump for a few weeks and when they reinserted, the screen remained blank. The customer stated that there was a crack on the lcd screen. The customer stated that the insulin pump was in their pocket and it might have been bumped on a doorway resulting in the blank display. Troubleshooting did not resolve the issue and display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.